Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the market research information did not provide a lot number or any identification traceable to the manufacturing documentation the product investigation could not identify a root cause for the reported complaint. This file was opened from a comment on a market research form ¿we experienced problems with glistening all the time with company lenses. That is why we do not use those lenses any longer, we haven't in years". Not enough information was provided for further investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that after an intraocular lens (iol) was implanted, noticed a group of patients having glistenings. There was no serious patient injury. No follow-up is possible since this is a comprehensive study.